Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The left ventricular lead exhibited a loss of capture, due to lead dislodgement. The patient was doing fine. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition throughout the procedure.